Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00772, 0001825034-2023-00599. Report source: australia. Concomitant medical products: cat #: 802403204/ constrained head 12/14 taper 32 mm diameter +6 mm neck length for use with freedom constrained liners/ lot #: 3014471, cat #: 010000980/ g7 freedom const e1 lnr 32mm b / lot: 6374731. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that there was a revision due to a dislocation. The cup, liner and head were replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this device did not contribute to nor was involved in the event. The initial report should be voided.

Event description:
Upon reassessment of the reported event, it was determined that this device did not contribute to nor was involved in the event. The initial report should be voided.